Manufacturer narrative:
Evaluation summary: complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was exchanged during a secondary procedure due to the patient experiencing negative dysphotopsia, halos and glare. Additional information was requested.